Manufacturer narrative:
Reported event: an event regarding alleged instability involving an unknown liner was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: ¿no x-rays, no examination of the explanted components, no histopathology, and no documentation of elevated ion levels or mars MRI consistent with altr, pseudotumor, or metallosis are available. Absent revision operative report of (B)(6) 2015 is noted. There is no evidence that any of this patient¿s clinical problems were the result of factors of faulty component design, manufacturing or materials.¿ device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised due to constrained liner impingement. Surgeon revised cup, ball and liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient's right hip was revised due to constrained liner impingent. Surgeon revised cup, ball and liner.